Manufacturer narrative:
Date of report:6/20/2018. Correction: (conclusion code, result code). Additional information: (UDI). The touchscreen assembly was returned for failure investigation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The touchscreen was installed to a failure investigation (fi) test ventilator. The test ventilator was tested and all tests passed. There was no fault found. The product meets specifications.

Event description:
The customer reported that the ventilator display freezes and would not power off normally. It was reported that the ventilator was in clinical use at the time the event occurred. There was no report of any patient harm.